Manufacturer narrative:
The event of a patient unable to connect to their generator was reported to abbott. The patient reported having surgery and forgot to place it in surgery mode. The rep met with the patient and was unable to connect to the ipg. Although replacement of the device was planned, the patient was still recovering from their most recent surgery and surgery had not been scheduled. In an update it was reported surgery took place on (B)(6) 2023. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was not placed into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.